Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The device was not returned to olympus for inspection. Based on the results of the investigation, since the subject device was not evaluated, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope malfunctioned, resulting in an extended cleaning time of over 30 minutes. The issue was found during reprocessing. There were no reports of patient involvement.